Manufacturer narrative:
Correction: incorrect serial number: the device serial number was incorrectly documented. The serial number has been updated to (B)(4). (B)(4). Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a femoral diaphyseal fracture surgical procedure, while applying an expert tibial nail, it was observed that the radiolucent drive device interfered with the nail while drilling the distal. It was reported that the surgeon then pushed the trigger of the trs (trauma recon system) but the drill bit device did not turn. According to the reporter, the surgeon attempted many times to resolve the issue by reconnecting the attachment device or the drill bit device. However; the issue was not resolved. It was reported that the tip of the radiolucent drive became loosened as a result of the surgeon pushing the trigger several times. It was reported that the surgeon reconnected the tip, however; the tip did not lock during the surgery. There was a five minute delay in the surgical procedure. An identical spare drill device was available to complete the surgery. It as reported that the event occurred during use on a patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the patient was recovering well. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device was functional and performed according to all specifications. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the tool coupling had a gap. It was further determined that the gap was due to a displacement of about 1.5 rotations, which led to a loose fit. It was determined that the coupling was detached but it was still functional. The assignable root cause was determined to be due to normal wear and improper usage. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Correction: device manufacture date: the device manufacture date was inadvertently omitted in the previous report. The device manufacture date has been updated as dec 4, 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.